Event description:
Reportable based on device analysis completed on 19oct2023 it was reported that crossing difficulty occurred. The 75% stenosed target lesion was located in the severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed the imaging core was perforated and the core image cable twisted.

Manufacturer narrative:
The device was returned for analysis. During visual inspection the sheath assembly was observed kinked. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. The imaging core was observed perforated and core image cable twisted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.